Event description:
It was reported that there was breakage of the tip during the removal of a screw. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation has shown that the tip of the returned screwdriver is broken off. The broken surface is homogenous which indicates material conformity. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: we have to assume that far too much mechanical force had been applied to this screwdriver during the screw removal which led to the breakage. Hence, this device failure is related to the conditions of use and the operational context contributed to this event.